Event description:
The customer alleged they received a questionable lithium result on their c501 analyzer. The patient's initial lithium result was 2.89 mmol/l and it was reported outside the laboratory. The first repeat result was 1.00 mmol/l. The second repeat result was 0.98 mmol/l. The customer considered 1.00 mmol/l to be correct. There were no adverse events. The lithium reagent lot number was 660376 and the expiration date was 01/30/2014. The field service representative visited the laboratory. He did not observe any dripping from the reagent probe. As part of troubleshooting, he replaced the solenoid valve 2 assembly. An instrument check test was attempted, but kept failing due to a barcode ID read error. Multiple racks and cleaning the barcode reader were attempted, but the test kept failing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in (B)(6).

Manufacturer narrative:
The field service representative replaced all the rinse tubing. He replaced the cuvette wash valves. He replaced the vacuum pump diaphragm. He replaced the ultrasonic mixer number 2.

Manufacturer narrative:
While troubleshooting the analyzer, the field service representative discovered that the gear pump pressure gauge meter was faulty. The meter displayed a pressure of 200 kpa when the instrument was powered off. As a result, the washing of the reagent probes was not adequate.